Event description:
During the procedure the surgeon was using a ligasure/disposable (vessel sealing instrument) 5mm. When the instrument was returned to the scrub nurse it was noted the end of the instrument was cracked across the tip. The entire tip was complete but cracked.